Event description:
Medtronic received information that immediately after coming off pump during the implant of this bioprosthetic valve, a central valvular leak and severe aortic insufficiency was noted on the transesophageal echocardiogram (tee). After going back on pump, an anterior leaflet hole was noted. The valve was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was discolored showing evidence of blood contact. All leaflets appeared desiccated. All leaflets were translucent and stiff due to desiccation. A tear observed in the right cusp adjacent to the margin of attachment appeared consistent with a puncture or laceration by a sharp instrument such as forceps. All commissures appeared intact. Conclusion: a review of the device history record (DHR) was performed for this valve, there were no non-conformances identified in manufacturing process (raw materials, manufacturing time period, or packaging and labeling) that could be related to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Based on the information available and analysis results of the returned device, the clinical observations, tear, was confirmed. The probable cause of the observed tear could be related to the implant procedure contact with a sharp instrument. Accidental damage during implant cause cuspal tear is a known failure mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.